Event description:
It was reported the model 5076 "went bad," resulting in many inappropriate shocks. The lead had been in use as the pace/sense portion for a high voltage lead, so it was capped and replaced, with the pace/sense portion of the high voltage lead put into use. No further patient complications were reported as a result of this event. The device was replaced due to a lower battery due to the multiple shocks. The device was returned to the manufacturer, analyzed and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.